Event description:
According to the reporter: the patient alleged injury. As a result of the implantation of mesh, she contacted covidien directly in regards to complications she experienced as a result of an operation involving "marlex" mesh that occurred on (B)(6) 1997. The patient has stated that she has had several reoperations and experienced pain, dyspareunia, and infection.

Manufacturer narrative:
Tracking number: (B)(4).